Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 3b endoleak was user related, (concomitant use with products outside the IFU). The extra manipulation with the non-endologix bare metal stent (bilateral iliac arteries) likely compromised the afx2 stent graft. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g1/g2: contact office - name has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, vela suprarenal, afx limb extension, and an endurant (non-endologix device) stent graft to treat an abdominal aortic aneurysm (aaa). Approximately (2) two years post initial procedure an endoleak (indeterminate origin) was identified. A re-intervention was performed by implanting an excluder leg (non-endologix device) without resolving the indeterminate endoleak. A month following the initial re-intervention, a tertiary intervention was performed to resolve a suspected 3b endoleak. An additional excluder leg was implanted to resolve the remaining endoleak. The final patient status was reported as doing well.